Manufacturer narrative:
Maude reference number: mw5102139. Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted in 2006. The patient reports that after a kidney stone surgery in (B)(6) 2020 a difference in the performance of the device was noted. Currently the device is not working. The patient indicated that he has experienced pain, mental depression and humiliation because of the device malfunction and that a replacement surgery will be needed.